Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 3rd july 2025, it was reported by an arthrex's employee via email that for an ar-2324bcc, suture anchor, biocomposite swivelock® c, 4.75 mm x 19.1 mm, closed eyelet, its anchor broke during insertion. This was detected during an anterior cruciate ligament injury of the knee surgery on (B)(6) 2025. The procedure was completed successfully by using another product. There was no patient harm, and no secondary procedure needed.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-2324bcc batch 15305514 was received for evaluation. Visual inspection findings: the inserter showed warping at the tip. Evaluation of the anchor noted missing material at the distal and proximal ends. Cracked and warped of the remaining threads. Functional test found that the inner and outer molded shafts work without resistance. The most likely cause(s) of the reported failure are user error, improper bone preparation, misaligned insertion, or excessive forces applied by leveraging/prying the device.